Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulty could not be determined. The subsequent treatments are likely due to the circumstances of the procedure. In this case, it is possible the break occurred due to the suture tension or suture/ nick damage during knot advancement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the tevar procedure was completed. Reportedly, a suture break occurred with both pre-placed proglide sutures when pulling the suture to attempting to use them to close the access site. As the patient was on spinal anesthesia, the physician decided to do surgical repair [closure] with local anesthesia to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.